Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose from (B)(6) through (B)(6) 2026 and was treated with manual injections; the event was due to an occlusion issue, and the patient reported using cold insulin, which could have contributed to the occlusion.